Event description:
It was reported that the patient had a pump implanted in 2003 and was due for a pump replacement for expected end of service. The managing hcp noticed the patient was losing effect from the therapy with significantly increased tone. A baclofen assay was done which showed a low level of baclofen in his spinal fluid. The patient underwent a pump and entire catheter replacement in 2009. The pump was filled with 40 ml of 2000 mcg/ml baclofen and the internal pump tubing and catheter were primed. The infusion rate was then programmed to deliver 100 mcg/day.